Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that on (B)(6) 2017 they had a high blood glucose. The customer's blood glucose level at the time of the incident was 30 mmol/l. The customer's current blood glucose level was 10.2 mmol/l. They treated their high blood glucose with the insulin pump and manual injections. The customer also reported that they had experienced a bent cannula. Troubleshooting was performed and it was found that the reservoir chamber was cracked. They did not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime est, excessive no delivery test, displacement test and rewind test. Device was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal rate anomaly or bolus delivery anomaly noted. Device passed the test. The bolus wizard functioning properly per bolus wizard sample in the user guide. The bg meter test communicated properly to device and had minor scratched display window and cracked reservoir tube lip.